Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that the display on their device was distorted. After an evaluation by physio-control, the device appeared to have been locked up and could not deliver defibrillation energy. There was no patient use associated.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies in the failure analysis center. The cause of the reported lock up condition was determined to be a failure of an integrated circuit chip, designator u2 from the user interface pcb assembly.